Event description:
The wife reported via phone call that the customer had excessive no delivery alarm. The customer's blood glucose was 290 mg/dl. It was found during troubleshooting that the customer has not tried different cannula lengths. The customer also reported the tubing is not bent or kinked. The customer stated they have not tried all remedies for the no delivery alarm. It was also found insulin was unable to exit with a fixed prime. Customer also reported insulin exited with manual prime. The customer was advised of an infusion set/reservoir occlusion. The customer will not be returning the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.